Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery that skin comes out opposite direction. There was no reported harm or injury to any patient and no report of a delay as there was no alleged event associated with the device. Due diligence is complete. No additional information was provided.

Event description:
It was reported that outside of surgery that skin comes out opposite direction. There was no reported harm or injury to patient and no report of a delay as there were no patient involvement. Due diligence is complete. No additional information was provided. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reported issue could not be duplicated; however, the device being out of calibration may have caused the issue. A shoulder bolt and two washers were replaced and the device was recalibrated. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01491.